Event description:
It was reported that this right ventricular (rv) lead was planned to be implanted with a catheter. The lead was positioned against the septum but after six to seven rotations the lead parameters were not satisfactory thus it was attempted to position the lead again in a different location. The lead parameters were still not satisfactory. The lead was removed and the helix was examined and found to be damaged. The lead was not implanted and a new lead was used. The lead was expected to be returned. No adverse patient effects were reported. To date the lead the lead has not been returned despite efforts to obtain this information.

Manufacturer narrative:
This report is being filed to update the describe event or problem field of this report.

Event description:
It was reported that this right ventricular (rv) lead was planned to be implanted with a catheter. The lead was positioned against the septum but after six to seven rotations the lead parameters were not satisfactory thus it was attempted to position the lead again in a different location. The lead parameters were still not satisfactory. The lead was removed and the helix was examined and found to be damaged. The lead was not implanted and a new lead was used. The lead was returned for analysis.

Manufacturer narrative:
The completed lead was returned intact. The helix was deformed and bent as well as in an extended position. Dried body fluid was noted in the helix housing. The lead was electrically continuous. Laboratory analysis confirmed the reported allegation of a damaged/deformed helix.

Event description:
It was reported that this right ventricular (rv) lead was planned to be implanted with a catheter. The lead was positioned against the septum but after six to seven rotations the lead parameters were not satisfactory thus it was attempted to position the lead again in a different location. The lead parameters were still not satisfactory. The lead was removed and the helix was examined and found to be damaged. The lead was not implanted and a new lead was used. The lead was expected to be returned. No adverse patient effects were reported.